Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the discomfort at the battery site wasn¿t determined but had resolved after explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was having discomfort over the battery site for the last 30 days. The patient decided to have their system explanted as a result of this. No further complications were reported. No additional patient symptoms were reported.